Manufacturer narrative:
Insulin pump was unable to prime during the prime/a33 test and alarmed compromised force sensor system during the basic occlusion test due to faulty force sensor resistance (gold). Unit passed the displacement test and rewind test. Unable to perform the occlusion test, excessive no delivery test and dat test due to prime anomaly. Unable to test for drive/motor anomaly due to prime anomaly. The motor was tested outside of the unit and passed. Insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that after rewinding of insulin pump and inserting reservoir and fill cannula, piston did not stop, and insulin squirts from cannula. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.